Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported bent probes and a broken probe. During surgery two probes bent and one probe broke while preparing the four pedicle screw holes. The surgeon drilled out a small amount of bone around the broken probe tip and used a needle nose instrument to retrieve the broken piece. The bone which was removed did not interfere with the pedicle screw placement.

Manufacturer narrative:
The returned probe was examined. The tip was found twisted and fractured off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage. The patient was reported to have "super hard, concrete bone", which may have contributed to this event.